Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient felt a shock from the cardiac resynchronization therapy defibrillator (crt-d). He was referred to his physician and instructed to perform a patient initiated interrogation. There was no evidence that the shock was inappropriate. It was subsequently reported that the crt-d was explanted and replaced due to an unspecified product performance issue. The device was received for analysis. No additional adverse patient effects were reported.